Manufacturer narrative:
Pump passed operating current and displacement test however compromised force sensor alarm during prime/delivery test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify air bubbles anomaly due to compromised force sensor alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was unknown. Customer reported that air bubbles continued to get worse and larger. Customer was advised that insulin pump would need to be replaced.